Event description:
It was reported that the insulin pump buttons were unresponsive and customer removed and reinserted the battery and insulin pump alarmed button error. Customer's blood glucose was 320 mg/dl and treated manual injection. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to moisture damage on the keypad traces. No frozen display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.